Manufacturer narrative:
It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint ipg could not be completed. A review of the ipg history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg had moved too close to the buttock and caused pain whenever she sits. The patient underwent a pocket revision wherein the ipg was relocated and was replaced per physician's preference. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s ipg had moved too close to the buttock and caused pain whenever she sits. The patient underwent a pocket revision wherein the ipg was relocated and was replaced per physician's preference. The patient was reportedly doing well postoperatively.